Event description:
Continu-flo was used on patient with systemic edema during catscan procedure. Physician and patient requested that IV tube saline solution flush to eliminate acrylic dust contained within tubing and solution set. Acrylic dust migrates to inside diameter of tubing during the fabrication process. Particles pick up free electrons and migrates. Patient has experienced several previous problems during prolastin infusions for alad in 2003-2004, and during eye and facial surgeries in 2007. Catscan technician refused to flush acrylic dust with saline solution; therefore, causing additional systemic edema. Patient's weight increased in lower limbs. Patient believes that acrylic dust is present in every IV; therefore, all IV tubing must be flushed with saline solution prior to sue. Pictures of several surgical events are available and will be available for the most recent 2009 event. There is potential impact for secondary raynaud's syndrome and scleroderma (leathery skin). Dates of use: 2003-2009. Diagnosis or reason for use: prolastin infusions 2003-2004. Surgery in 2007 and catscan: 2009. Event abated after use stopped: yes. Event reappeared: yes.